Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this newly implanted pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms on the right atrial (ra) channel. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.